Event description:
It was reported that the patient experienced acute pain in her left leg that began about three weeks ago. It was noted that the patient suffers from dementia and had trouble remembering the exact time the pain began. The pain began in the outside left area of the leg and went down to the knee and the front of the leg. It was also noted that the patient had back surgery on (B)(6), 2012 and fell on the ground on (B)(6), 2012, hitting both of her knees. The patient visited her health care provider (hcp) and had a cat scan and x-rays of her hip, lower lumbar region, and pelvic bone performed. The patient visited the hcp four times in the last month and was told each time that the pain was caused by bursitis. The patient visited the emergency room last night due to the pain and was given a shot of demerol, finagrin, percocet, and nuraflex, none of which helped her pain. The patient also took two hydrocodone last night and took percocet and oxycodone the day of the call. The patient reported the pain was easing up but was still present. The patient inquired if the pain was caused by the broken lead. It was noted that the patient had not tried turning off the stimulation to see if it would help with the pain. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received from the hcp reported that the patient experienced a part onset of symptoms and stated he didn't think the implant was working. A CT scan suggested the lead had dislodged and was in an improper position. The ins and lead were removed and replaced, and the new ins was programmed intra-operatively. The patient required hospitalization due to the procedure, but recovered without sequela.

Manufacturer narrative:
Product ID 3093-33, lot# v025737, implanted: 2007-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
Product ID 3093-33, lot# v025737, implanted: 2007-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).